Manufacturer narrative:
The event occurred on an unspecified day in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was observed in a small volume folfusor during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Mfg date: the lot was manufactured from march 13, 2017 to march 16, 2017. The device was received for evaluation containing approximately 44 ml of fluid in the bladder. Visual inspection was performed and showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and the flow rates were found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.